Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The wet returned sample was visually and functionally evaluated on a calibrated console. An inspection of the sample found no obvious defects that would have contributed to the reported event. The cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balance salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. The manufacturer will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A customer informed an account manager they are experiencing a recurring issue with the cassette tubing getting occluded when using healon gv during an unknown number of cataract procedures. The procedures were completed and there was no harm to the patients. No additional information is expected.